Event description:
Customer stated the aligners have caused unintended movement to their front teeth and caused some damage. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.